Event description:
Consumer states the pins that hold his wife back on her chair have fallen out. Consumer has tried putting different things in there to keep it in place but it is not working. No additional information provided.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.